Manufacturer narrative:
The customer reported that the product leaked at the male luer, and chemo was being administered. One sample was received for quality evaluation. The sample was connected to a bd smartsite connector to open the texium connector. The sample was then filled with water and then slowly emptied. A leak was noticed coming from the connection location between the smartsite and the texium connector. The customer complaint of leakage was confirmed. A trend has been identified, and actions have been initiated to investigate the issue. Corrective actions taken during this investigation will be implemented in our production process to further increase the robustness and reliability of the device and prevent future occurrences of this type. A device history record review for model my8060 lot number 25045036 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No further information was provided.

Event description:
It was reported that the bd texium needle-free syringe had leakage. The following information was provided by the initial reporter: leaked at the male luer, chemo was being administered.

Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.